Manufacturer narrative:
Evaluation summary: one device with edge coating was received for evaluation. The other device was not received. The returned product met specification as received. Visual inspection found no defects on the received device with coating. It was bent to 45 deg. The coating was slightly damaged at the tip. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Inspection found the returned electrode to have been manufactured correctly. Functional testing of the device was performed using a laboratory test pencil. No defects with the electrode were found. The investigation found the devices to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when the pencil was used, there was an activation sound but no coagulation at the needle point. Tissue dragging during the procedure. The pencil was tested with another blade electrode and it was working well on a tissue. The patient went to another hospital due to bleeding for surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the circumcision, when the pencil was used, there was an activation sound but no coagulation at the needle point. Tissue dragging during procedure. Pencil was tested with another blade electrode and it was working well on tissue. Patient went to another hospital the same day due to bleeding for surgical intervention with blood transfusion.